Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. On 05 dec 2017, patient experienced redness at stoma site. The site was cleaned and neosporin ointment was used. On (B)(6) 2017, the patient developed pus at stoma site. The physician treated the patient with antibiotic doxycyline twice a day for 7 days.